Event description:
The customer reports back to back results of 489 on his meter compared to 189 mg/dl on his dr.'s meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.